Manufacturer narrative:
Follow-up to livanova representative was started to retrieved deeper details about the fault and the following information has been reported: - the involved hc3t showed a ee07 error code (stirring mechanism is blocked (too low)) during startup and therefore was put out of service, - service intervention was performed and the stirrer motor was found mechanical blocked due to rust and oxidation, - an analogue issue was reported to have occurred about one year earlier because of a rusted strrer motor, replaced with a new one in that occasion to cure the fault. Considering the above information, it is reasonable the failure is going to be correct by replacing the motor with a new one (#96-410-719). A device service history review has been performed and identified that the unit was manufactured in 2018 and only one complaint was previously submitted, against a noise stirrer motor due to oxidation. Considering all the gathered information, the root cause of the reported event is a corroded / rusted bearing, which may have been caused by environmental conditions which the component worked in, such as high temperatures, humidity, condensation and water infiltration as well as the the action of disinfectants during cleaning procedures. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor was found blocked due to rust formation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t gave an error code associated to the stirrer motor. There was no report of any patient injury.